Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It is alleged that the patient sustained injuries and damages resulting from a (B)(6) 2007 spinal fusion surgery in utilizing rhbmp-2/acs. Medical record review attached.